Event description:
As reported, during repair of a hernia defect on (B)(6) 2019, the patient was implanted with ventralight st mesh using echo ps, the surgeon did not close the defect and used tacks to make a double crown. As reported a few months later, the patient was diagnosed with a hernia recurrence directly in the middle of the mesh where the bowels were pushing through a new defect hole. On (B)(6) 2024, the patient underwent a reoperation by removing the completely peritonalized mesh. The hernia defect was closed with sutures and another ventralight st mesh was used to complete the repair. Reportedly the hole was in the middle of the mesh were the tubing of the echo ps goes through. It was noted upon review of the information provided that the mesh has a labeled expiration date on 28-oct-2018 and was implanted in (B)(6) 2019. This MDR represents implant of an expired mesh.

Manufacturer narrative:
As reported, the patient was implanted with a ventralight st mesh using echo ps it was later identified that the mesh had expired. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Review of manufacturing records shows product was manufactured to specification. This MDR represents the expired mesh implantation. An additional MDR was submitted to represent the post operative hernia recurrence. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.